Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated that they had a "burning sensation" in their chest around the device and the area was sore to the touch. The device is still in use. No further patient complicaitons have been reported as a result of this event.